Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device & delivery system (wds) was implanted. The patient was discharged on anticoagulation medication. At the six (6) month follow up, routine computed tomography (CT) imaging revealed no abnormalities. The patient had a routine 12-month follow-up and imaging revealed a cord-like device thrombus on the device surface. The patient will resume oral anticoagulation medication and follow-up at a later date.